Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was found to be operating with a high output in the ventricle during a follow-up. The patient did not experience any consequences as a result of the issue. Additional information has been requested but not received.